Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant are unknown. It was reported that the patient was suffering from back pain and sought relief. On a follow up CT scan, the bifurcate had migrated into the aneurysm sac causing a proximal type I endoleak. The bifurcated device was not salvageable via endovascular means as the proximal suprarenal crowns had incorporated into the thrombus present in the diseased aorta. The graft had laid over in the aorta approximately 85 degrees from its original implanted position thus contributing to the physicians decision to explant the graft. A dacron graft was sewn into the patient to successfully complete the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).